Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screw broke off during extraction surgery. The extraction was a planned removal. All debris was removed from the patient's body.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed that: the received screw is completely broken approx. Midshaft into three ends, head, mid, and lower thread flank. Furthermore, the thread flank was found to be flattened and damaged at the distal end which shows signs of damage. The breakage surface shows a smooth structure and presents the typical structure of a brittle fracture, most likely due to a bending overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user-related. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the screw broke off during extraction surgery. The extraction was a planned removal. All debris was removed from the patient's body.